Event description:
The facility representative reported to largo customer service a pump with an unspecified error code, which stopped the pt infusion. This event occurred during pt use. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has been received, and an eval is being performed. A follow-up report will be submitted when the eval has been completed.